Event description:
The facility representative reported an unknown colleague infusion pump with a "slave communication failure". It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Upon further review, it was discovered that the information in this file is a duplicate of another file all pertinent information is contained in (B)(4). Within the referenced complaint, the customer reported a failure code "401.317.2500000". It is unknown when this failure code occurred, therefore, the complaint was not reportable and the initial medwatch within this file was created in error.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.